Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the infusion device was delivering an inaccurate amount of insulin resulting in hyperglycemia and ketoacidosis. The blood glucose results are unknown. On (B)(6) 2020 the patient was hospitalized and was treated in the intensive care unit for three days. Afterwards, the patient was transferred to another ward and released on (B)(6) 2020. Regarding the treatment no further details have been given.